Event description:
It was reported the patient presented for implant procedure. After the procedure, x-ray revealed the atrial lead had dislodged and the right ventricular lead exhibited an issue with lead slack. It was also identified that the left ventricular lead exhibited high capture thresholds. The atrial lead was repositioned and the right ventricular lead had slack added during an additional procedure (B)(6) 2024. Programming changes were performed for the left ventricular lead. The patient was in stable condition.